Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique resulting in bacterial peritonitis manifested by abdominal pain and fever. The break was not further specified. The patient was hospitalized on the same day as onset and was treated for fourteen days with ceftazidime (1g every day intraperitoneally), vancomycin (1g every week, intraperitoneally) and ciprofloxacin (1g every 8 hours / "vo" ). During hospitalization, pd therapy was discontinued, the peritoneal catheter was removed, and the patient was transferred to hemodialysis therapy. The patient was discharged eighteen days after hospitalization and had recovered from the event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.